Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence on (B)(6) 2004 and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was also reported that the patient experienced pain, erosion of her internal bodily tissue, extrusion, infection, recurrence, dyspareunia, urinary/bowel problems, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient had placement of aris transobturator sling system (coloplast) on (B)(6) 2008 and underwent cystoscopy on (B)(6) 2012 due to pain and mesh erosion with stone encrustation. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, cystocele, enterocele, rectocele, and pelvic organ prolapse. It was reported that the patient had a concurrent procedure of a total vaginal hysterectomy, anterior and posterior colporrhaphy/ cystoscopy performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, urinary problems and dyspareunia. It was reported that the patient underwent surgery on 03/24/2008 and a coloplast aris sling was implanted due to stress urinary incontinence. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to pain and bladder wall mesh erosion. No additional information was provided. (B)(4).